Manufacturer narrative:
Prior to the last successful calibration which was performed on (B)(6) 2023 at 10:03 am, the customer had failed calibrations with std.e errors. No alarms were noted. The customer mentioned that the probes were cleaned daily and that there was no visible contamination or abnormalities with probes. Qc had multiple warnings on the day of the event but also the qc recovery was within range. The field service engineer (fse) found a problem with the system's fluidics. The fse replaced valves, checked the fluidic system, and decontaminated the instrument. Qc was performed and was acceptable. Precision studies were performed and they were within specifications. The service actions (replacing valves, checking the fluidic system, and decontaminating the instrument) resolved the issue.

Event description:
We received an allegation of questionable results for 3 patients' samples tested with magnesium gen. 2 (mg2) assay on a cobas 8000 c702 module when compared to another cobas 8000 c702 module. The customer initially tested the samples on cobas 8000 c702 module. The questionable results were reported outside the laboratory. The laboratory technician questioned the results. So the samples were repeated on a different cobas 8000 c702 module. Sample 1 (patient 1): initial result: 2.4 mg/dl. Repeat result: 1.6 mg/dl. Sample 2 (patient 2): initial result: 3.4 mg/dl. Repeat result: 2.2 mg/dl. Sample 3 (patient 3): initial result: 3.3 mg/dl. Repeat result: 2.2 mg/dl. The repeated results deemed to be correct. The mg2 reagent lot number was 67486001 with an expiration date of 31-aug-2024.